Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the device was damaged upon opening. The stent was missing from the balloon. There was no patient involvement. This is being reported based on the analysis of the returned device, which revealed crimp marks on the balloon, indicating that a stent was originally crimped on the balloon and may have dislodged during unpacking. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a definitive root cause for the stent dislodgement.